Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was confirmed. The root cause was undetermined. The lot number was not available; therefore, the batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The hp contacted product surveillance regarding the reported event. While hp was disposing the supplies after ending therapy, the hp discovered the patient line was cut. The hp stated he did not know this could have occurred as he is isolated while performing therapy and did not use any sharp objects near his supplies. The hp explained that he did not know the lot number. The hp stated there was no injury as a result of this event. The hp advised that he was able to resume therapy successfully with new supplies for his next treatment.